Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported to nevro that the patient had a back surgery. Nevro attempted to obtain additional information regarding the nature of the surgery, but none was available. There have been no reports of further complications regarding this event and the patient continues to use the device to find effective pain relief.